Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-00040. It was reported the patient¿s lead at the left l5 had migrated. Reprogramming was not able to resolve the issue. As a result, the lead was explanted and replaced resolving the issue. It is unknown which lead is liable so both leads are reported.